Event description:
It was reported that the ventilator had an over heated error. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and found an error code indicating cooling fan speed error. The customer advised that the cooling fan revolutions per minute (rpm) is 4000 + 1000 rpm. The customer replaced the cooling fan, however was still getting the error code.

Manufacturer narrative:
G5:510(k)#: k102985 b4:(B)(6) 2021 the unit was sent in for bench repair. The service technician inspected the device and found in the ventilator diagnostic logs an error code multiple times indicating a cooling fan speed error. The service technician reported that the cooling fan speed is less than 2000 rpm, overheating, and damaged the power management (pm) board. The service provider replaced the cooling fan and pm board to address the reported issue. The unit was checked overall, cleaned, functionally tested, and no abnormality was confirmed.

Manufacturer narrative:
The device was in use at the time of the event. There was no report of patient or user harm. There was no delay to patient therapy reported. The returned motor controller pcba was tested, and no issues were found. The root cause could not be confirmed.